Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was observed during initial testing, but could not be verified during the evaluation. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not been identified an increase in trend.